Event description:
Patient was undergoing a thoracentesis. Upon removal of the catheter a 3-4 cm section of the catheter was noted to be missing. A chest xray was done immediately . Chest tube was placed and the foreign object was removed under fluoroscopydevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown, incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.